Event description:
The nurse alleged that with a pt in the bed, the head section disengaged and lowered to the down position.

Manufacturer narrative:
The facility's maintenance could not find a problem with the bed.